Event description:
A customer reported that a catheter included in an ambulatory infusion kit (used for administration of a local anesthetic agent) was severed upon being pulled back through the introducer needle while in use on a pt. A portion of the catheter remained in the pt momentarily until the surgeon removed it during the procedure.